Event description:
According to the available information the cylinders were placed and the doctor performed the technique of breaking the plate with an electric scalpel and the cylinders burned. The cylinders were removed and another was used successfully.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.